Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they will be seeking a consult with a registered orthodontist for the impact of stopping treatment as their bite has been damaged and have chipping of their teeth due to them having a bac contact/bite alignment position.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.